Manufacturer narrative:
The device involved in the event is in the process of being returned for evaluation. Medical documentation has been requested. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optician reported a patient had a burning feeling after wearing the lens. Patient visited an eye doctor and was told he had a chemical burn. Upon follow-up with the patient, he states he experienced eye redness around the lens edge, bloodshot eye and an ulcerous infection. Patient was treated with an eye salve and antibiotics. Medical documentation has been requested but not been received.